Manufacturer narrative:
Insulin pump passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump passed the delivery accuracy at 0.08690 inches. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and partially broken reservoir tube lip. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of over 400 mg/dl and current blood glucose was 112 mg/dl. Customer treated high blood glucose with manual injection. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The device will be returned for analysis.